Manufacturer narrative:
Boston scientific¿s post market quality assurance laboratory confirmed that the device was operating in fallback mode. Detailed analysis found that diagnostics built into the device detected unexpected changes in certain locations of device memory. A designed precautionary response by the device resulted in a change to a well-defined "safe" default mode which operates as a single-zone ICD with limited programmability and shocking capability, and would have protected the patient in case of an arrhythmia. Additionally, non-programmable vvi pacing at 60 ppm is available. The cause of the device behavior was concluded to be a result of software corruption induced by radiation therapy. Device performance following radiation exposure is discussed in product labeling.

Event description:
Boston scientific crm received information that this a latitude alert was issued for this implantable cardioverter defibrillator (ICD) due to a fault indicating the device was limited to single zone therapy with vvi pacing available. It was reported that the patient was undergoing radiation treatment.

Manufacturer narrative:
It was reported that the device will remain implanted until after the patient's radiation treatment is completed. Should additional information become available this event will be updated. The device was later explanted and returned for analysis. This report will be update when analysis is complete.